Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who went out and purchased new charging cables from "the dollar store", but none of them are working to charge their controller or communicator. The call center sent a request to the repair team for a replacement. The patient also responded to a letter. When asked why were they experiencing an issue with your previous communicator, they noted that it wouldn't charge and they needed a charger. When asked to clarify what their implant is for and if using a catheter is standard of care, the patient said "kidney so I can void". Catheter use is related to the device/therapy and it is not standard of care for them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the communicator's blue light does not come on when attempting to communicate to the implant. They added that the green light is on (i.e. The communicator is fully charged) when they charge the communicator, but no lights come appear on the communicator after unplugging it from the recharger when they press the button; they can't connect. The patient also said they were having a return of symptoms and they need to catheterize themselves as a result. The caller declined to troubleshoot so they were transferred to repair. They also noted that they did not drop the communicator nor did they get it wet. No device issue was reported and no further patient complications have been reported as a result of this event.